Event description:
Complainant alleged that while attempting to monitor a female patient in her 60's, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib connector was replaced and the customer was sent a new multifunction cable as a precaution. The multifunction cable used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.